Manufacturer narrative:
Patient has refused to provide any information and does not want to be contacted for follow up complaint. A review of the complaint history completed. No previous incidents of this type recorded.

Event description:
Phone call received in (B)(6) 2019 from a patient enquiring about kerramax care. He mentioned that on the back it says super absorbent, and non-adhesive, but feels that when he tries to take it off it is stuck tights and even more painful to take off. Patient does have pain generally due to a varicose ulcer, but finds it even more painful to take off the dressing. He wanted to know if it is non-adhesive. Patient refused to provide any information and has stated he does not want to be contacted for an investigation of the complaint to be conducted.